Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer was hospitalized due to diabetic ketoacidosis and high blood glucose on (B)(4) 2020 with blood glucose of 600 mg/dl. Customer stated they had trauma to ankle to fall and hypokalemia. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer treated with bolus with insulin pump and insulin shot, potassium drip. Based on customer report customer did allege insulin pump was under delivering. Customer stated reason for under delivery was blood glucose continue to go to up even after bolus delivery. Customer did not wish to continue troubleshooting. The insulin pump will be and reservoir will not be returned for analysis.